Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increase threshold was noted on the left ventricular (lv) lead. Decrease in range impedance was noted on the lv lead as well. Diagnostic imaging was performed and no lv lead damage or dislodgement was noted. The lv lead remains implanted and reprogramming was performed. The patient was in stable condition.